Event description:
Clinical case study. During a coronary artery drug eluting stenting procedure deflation difficulties were encountered. The lesion being treated was a 3.40mm 90% stenosed mid left anterior descending (mid lad) artery. The lesion was predilated with a 12mm balloon. The physician then placed a 3.00x16mm taxus express2 8.8% drug elutng stent in the mid lad with a 2.0mm overlap of a previous placed bare metal stent placed 2003. A malfunction occurred with the balloon. It was reported that the physician did not have difficulty inflating the balloon. It was inflated on the first attempt. The physician had difficulty deflating the balloon. It did eventually deflate. It was difficult to remove the balloon despite waiting 15 seconds after deflation. The balloon was inflated 35 seconds. The pt did not have any symptoms while the balloon remained inflated. The maneuvers undertaken by the physician included the guide was pulled into the proximal lad up to the stent site to remove the balloon. The device was removed from the pt. The balloon was not still inflated when removed from the pt. There were no complications to the pt related to the deflation issue. The procedure was successfully completed with the pt in stable condition. The pt was discharged in the next day on aspirin and ticlopidine.